Manufacturer narrative:
Summary of evaluation: evaluation results suggest the event is attributed to the long term effects of autoclaving. Corrective action has been implemented to use a handle material more resistant to the effects of autoclaving.

Event description:
The ratchet broke upon insertion of the acetabular screw. There was no adverse consequence for the pt or delay in surgery or anesthesia time.